Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device overheated/smoked. It was reported that the event did not occurred during surgery. There was no delay to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed noise and temperature assessments. It was further determined that the device exceeded 76 dba and 118°f (sound level must not exceed 76 dba ¿ failed noise assessments and the temperature shall not exceed 118°f - failed temperature assessments. It was observed that the cable was frayed. During service/repair, it was determined that the device drive and drive shaft were broken. It was further determined that the issues were consistent with improper use (consistent with improper use, running the device in ¿load¿ position power breaking the drive shaft.) Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.